Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection and voltage test was performed and no defects were found. Bluetooth pairing testing was performed and the test passed. Functional testing was also performed and the test passed. The shared data log was reviewed and the reported receiver message for low transmitter battery was not confirmed via data, but the data evaluation did confirm a permanent loss of connection. The root cause of the low transmitter battery message could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.